Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. No prime alarm noted. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with scratched lcd window, broken battery tube threads, cracked reservoir tube lip, missing end cap sticker and scratched reservoir tube window.

Event description:
The customer stated that their insulin pump would not allow him to refill it and it kept alarming. At the time of the event, the customer's blood glucose level was 176 mg/dl. The drive support cap was sticking out. We advised them to discontinue using the pump and to follow their physician's back-up plan. Nothing further reported.